Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation.

Event description:
The package was found broken during inspection.

Event description:
The package was found broken during inspection.

Manufacturer narrative:
(B)(4), per DHR the product visistat 35w 6/box lot # 73l2100578 was manufactured on 11/12/2021 a total of (B)(4) pieces. Lot was released on 11/30/2021. DHR investigation did not show issues related to complaint. The customer provided four photos for analysis; reference pic1_tc#1900094319, pic2_tc#1900094319, pic3_tc#1900094319, and pic4_tc#1900094319 for the customer supplied photos. The reported material, batch and defect of broken packaging were confirmed based upon the customer photos. The customer returned four boxes (24 units) of 528235 visistat 35w 6/box for investigation. The individual returned units were unopened samples in original packaging. Visual examination revealed ink blots on the interior of the packaging of all 24 samples. The ink blots are all positioned above the device frame, near the cover block. Furthermore, the packaging of every returned unit was observed to be broken at the corner of the tray next to the cover block and opposite the lidstock. The sterile barriers of the returned samples are breached due to the packaging damage. This is an issue related to the packaging process of these devices. A nonconformance has been opened to further investigate this issue. The sterile barrier breach is related to the packaging process of these devices. The sterile barrier breach is related to the packaging process of these devices. A nonconformance has been opened to further investigate this issue. Has been opened to further investigate this issue. The reported complaint of "broken package - sterility compromised" was confirmed based upon the samples received. Visual examination of the returned sample revealed that the packaging is damaged to the point of a sterile barrier breach for all 24 units returned. This is an issue related to the packaging process of these devices. A nonconformance has been opened to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.